Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, the purge flow decreased from 13 ml/hr to 2 ml/hr, and purge pressure increased from approximately 400 mmhg to 900 mmhg. No active alarms were observed. Troubleshooting was performed and no kinks were identified. The purge solution was dextrose 5% in water with bicarbonate. Replacement of the purge cassette resulted in a slight improvement, with purge flow increasing to 3 ml/hr and purge pressure decreasing to 800 mmhg. Tissue plasminogen activator was added to the purge solution. It was reported that the high purge pressure alarm cleared, and purge flow and motor current returned to expected values. Additionally, the impella 5.5 was repositioned under imaging guidance. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The patient was successfully weaned from the impella 5.5 during a procedure to implant a durable left ventricular assist device (lvad). The patient was successfully bridged to the lvad and was reported to be hemodynamically stable following removal of the impella 5.5. The patient's outcome at the time of explant was survived. This complaint involves two impella devices: purge cassette, with lot number 1981970 impella 5.5, with serial number (B)(6) this MDR specifically addresses purge cassette, with lot number 1981970, which is the subject of this report. Separate mdrs will be submitted for the other devices associated with this complaint.